Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
During a preventive annual maintenance, the service technician noticed a burnt mark on the main power supply cable. There was no indication of any patient involvement. No injury was claimed.

Manufacturer narrative:
During a preventive annual maintenance, an arjo service technician noticed a burnt mark on the main power supply plug. There was no indication of any patient involvement. No injury was claimed. Inspection of the bed revealed no malfunction of the device. The device passed all tests and functioned as intended. Based on the information received from the arjo service technician, the cause of the fault was most likely a short circuit in the socket (facility property). Photographic evidence received shows burn marks on the bed plug of the power cord, but these were most likely caused by an electrical fault at the customer's facility (short circuit in the socket). The IFU for citadel bed (830.213-en) includes the following information which describes the preventive maintenance procedure regarding electrical components: "visually check power supply cord and mains plug." This procedure has to be done weekly. If the result of this test is unsatisfactory, contact arjo or an arjo-approved service agent. Arjo device did not fail to meet its performance specification since there was no malfunction of any electrical component determined during the device evaluation. There was no allegation of patient involvement. No injury occurred. The complaint was assessed as reportable due to the signs of smoke visible on the power cord plug.